Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968 implantable pacing lead, (B)(6)2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was found to have no capture at high outputs and high impedance. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.